Event description:
Surgeon implanted a aa203tl toric silicone lens. The lens tore upon insertion into the eye. The posterior capsule ruptured and the lens was removed and a vitrectomy was performed. Surgery was completed using a sulcus lens.